Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A lead revision was performed and the lead was removed from service. It was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that latitude had detected a high pacing impedance measurements from this lead. No adverse patient effects were reported.